Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was programmed bolus wizard with blood glucose of 170, carbs of 50. The bolus wizard feature functioned properly. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose from 700 mg/dl to 800 mg/dl. The customer also reported that they could not bolus. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was also able to bolus. The insulin pump was returned for analysis.